Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Device not returned.

Event description:
Index surgery (B)(6) 2012. Revision of equinoxe cage glenoid due to undercorrected glenoid version and failure of cage-poly lock. This event was received through clinical data collection activities.